Manufacturer narrative:
Concomitant medical products: 4092-58 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check polarity switch, noise and an impedance issue were noted on the right atrial (ra) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.